Manufacturer narrative:
Additional information: a2, a3a, a4, b3, b5, d1, e1, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Coolsculpting system. Serial number: (B)(6). Catalog number: sa16789. Lot number: ni. UDI: (B)(4). Manufacturing date: 23 february 2023. Coolsculpting system. Serial number: (B)(6). Catalog number: sa16789. Lot number: ni. UDI: (B)(4). Manufacturing date: 23 february 2023.

Event description:
A coolsculpting provider reported a patient treated with coolsculpting system to the inner thigh and submental areas using a cooladvantage, curve applicator and presented with paradoxical hyperplasia on the inner thighs 4 months post treatment. Patient later stated that healthcare professional "recommended I pay for additional coolsculpting procedures¿without ever examining me or assessing the affected area in person".

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated inner thigh/frontal side of the thigh with coolsculpting may have developed paradoxical hyperplasia (ph).